Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly misaligned. It was further reported that the tip was already detached when removed from the box. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq catheter was received for evaluation. The marker band was present. Upon visual evaluation, no anomalies noted to transducer handle or saline hub. Dry contrast was noted on the distal portion of the catheter. The distal tip was noted to be separated but still attached to the inner guidewire lumen at the distal end of the catheter. The inner guidewire lumen was exposed at the distal end of the catheter. No functional testing due to the nature of the complaint. Therefore, the investigation is unconfirmed for the reported detachment as the catheter tip was still attached to the core wire. But the investigation is confirmed for the identified material separation as the distal tip was noted to be separated but still attached to the inner guidewire lumen at the distal end of the catheter. A definitive root cause for the reported detachment and identified separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly misaligned. It was further reported that the tip was already detached when removed from the box. The procedure was completed using another device. There was no patient contact.